Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted radical salvage prostatectomy surgical procedure, errors c-33 and c-00 appeared on the generator. The caller had already rebooted the generator multiple times, but the errors persisted. Tse confirmed the errors in the logs. The caller indicated they would use a spare generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.